Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not working good on them right now and for the past 4-5 days and every time they sit down it feels like it's pushing into them. Reviewed therapy information and general programming guidance. They will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider (hcp) to further address issue. They're scheduled to see hcp tomorrow and they'll go from there.

Event description:
Additionalinformation was received from a patient. They reported that they had been having a lot of trouble. They had been flooding. Doctor told patient to call and talk to someone. Agent asked when the event started. The patient said it has been months. They said ever since they got it, and they said 2025. Walked caller through checking their settings. The patient showed their therapy was off. Patient was not aware their therapy wasn't on. Helped patient turn therapy on and put to a comfortable level. Patient would monitor their symptoms. Patient said they were never really trained on how it worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.